Event description:
During the afib - paroxysmal procedure, it was reported that the shaft deflection on this lasso catheter was not tight enough. The lasso catheter was returned for further evaluation. Upon receipt of this lasso catheter, it was visually inspected and it was found that ring #4 was damaged.

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that ring #4 was damaged. This condition was not originally reported on the complaint. It is unknown how the ring was damaged. An internal corrective action has been opened to address this issue. Deflection and contraction tests were performed and the catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The reported customer complaint could not be confirmed. For the damage ring, an internal corrective action has been opened to address this issue.